Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. The complaint states that loss of connection was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.